Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep received a phone call from the patients gp dr (B)(6) regarding the patient who had presented to his clinic. He was unable to reach the specialist rooms of dr (B)(6) so contacted the rep. He indicated the patient had an interstim system and been having treatment for a wound infection by prof. (B)(6), infectious disease specialist for the past 2 weeks with antibiotic therapy. He described the neurostimulator as now visible and poking out of the body. The patient was having ins erosion. The system was explanted. The rep provided dr (B)(6) phone number to the gp and also contacted dr (B)(6) via text message regarding the patient a the time of the call. Also advised of centre¿s that will be able to treat this patient if dr (B)(6) was unavailable. Gp indicated patient would attend (B)(6) private hospital. I was advised after follow up with dr (B)(6) rooms today that the patient was on his operating list this morning to have the system removed. The issue was confirmed resolved.